Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Infusion set cannula was bent. Customer's blood glucose was 503 mg/dl. Customer treated high blood glucose with manual insulin injection. Customer's blood glucose went down to 473 mg/dl. Customer declined troubleshooting. Customer was advised to monitor. Customer will not be returning the device for analysis.